Event description:
Information was received from a patient on (B)(6) 2025 regarding an implanted infusion pump for general neuropathic condition and non -malignant pain. It was reported that the patient asked why their device was so much slower than when they first got it took "2+ minutes to deliver". It was noted that the patient's pump was just placed on 2024-09-06. The patient also asked why their handset battery died so quickly. Additional information received from the patient on 2025-05-15 indicated that nothing had been done to resolve the slow bolus delivery to date. The slow bolus delivery had not been resolve and the patient had not heard anything from anyone to fix it. At the time of this report, the bolus delivery was still very slow. The patient was unsure of any plans to fix it, as she had not heard anything from anyone. It "takes forever to find connection to pump, then it takes 2+ minutes to pass 90%".

Manufacturer narrative:
Continuation of d10: product ID a820 lot# serial# implanted: explanted: product type software section d information references the main component of the system. Other relevant device(s) are: medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient who called in reporting that since implant, the devices had been taking longer and longer to locate the pump and deliver the medicine, and it had been getting progressively worse over the past 5 months. The patient stated that this morning they had to reset the equipment multiple times as they could not find the pump. Yesterday they were able to find the pump right away. The patient stated that the pump was in their back, and they held their arm back there and it went from holding it there for 1 minute to up to 4 minutes if it could locate the pump. The patient mentioned that they would get a message that the controller app was not responding and they would hit wait and wait and eventually it connected. The patient also stated after requesting a bolus when they saw a lockout it showed 56 minutes, so it was like the bolus was delivered 4 minutes later. The patient stated that a lot of times it couldn't even find the pump. The patient confirmed that the handset always got stuck at 90%. The patient stated that they leave the app open in between uses to avoid reconnecting to the pump. Per the patient, they were allowed 10 boluses a day. The agent assisted the patient with closing out of all apps and clearing pds (patient data service) app data and had the patient reset the handset and communicator after which the patient was able to connect to the myptm app. The patient was going to monitor the issue and call back if needed.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.